Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was received. Visual inspection of the returned devices confirms that one of the prongs on the guide screw has fractured. Dimensional analysis shows that measured dimensions are with-in specification. Fracture analysis of collet fracture showed indications of overload of fracture by exhibiting cleavage facets. DHR was reviewed and no discrepancies relevant to the reported event were found. Package insert instructs: misuse reduces useful life and/or increases injury risk. End of life is normally determined by wear and damage due to use. Do not subject instruments to high loads and/or impact as breakage can occur. Fracture artifacts from sem analysis suggest the fracture was due to overload. The root cause of the reported issue is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product was fractured when trying to spread apart after case during sterilization. All the fractured pieces were returned. No adverse events have been reported as a result of the malfunction as there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.